Manufacturer narrative:
This is a supplemental report to correct aware date and provide additional information. The correct aware date was september 15, 2021, not september 14, 2021 as reported in initial MDR. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed the following possible causes. The user's reprocessing around the forceps elavator after the procedure was insufficient. Foreign material adhering to the forceps elavator dried and stuck because the user did not perform the reprocessing immediately after the procedure.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, there was a foreign material on the distal end of the subject device due to insufficient cleaning. There was no report of patient injury associated with the event.